Event description:
Pump declared alarm 20 while insulin therapy was active. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading a new cartridge following the proper technique and successfully resumed insulin therapy.